Event description:
The customer reported that the unit was rebooting when they were trying to charge the unit.

Manufacturer narrative:
The customer reported that the unit was rebooting when trying to charge the unit for delivering therapy. The unit was evaluated by philips and the reported failure verified. This malfunction was resolved by replacing the therapy pca.